Manufacturer narrative:
This report is being submitted as additional information was received that the ra lead had dislodged prior to the revision procedure, and it appeared to be capturing the ventricle. The rv lead exhibited high capture thresholds prior to the revision procedure. Due to patient anatomy, it was difficult for the leads to remain in place. Subsequently, this pacemaker system was explanted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker system had a revision procedure for the right atrial (ra) lead and the right ventricular (rv) lead. Following the procedure, the presenting electrogram (egm) exhibited intermittent loss of capture (loc) and high capture thresholds on the ra lead. Technical services (ts) recommended testing the ra lead in clinic. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that the ra lead had dislodged prior to the revision procedure, and it appeared to be capturing the ventricle. The rv lead exhibited high capture thresholds prior to the revision procedure. Due to patient anatomy, it was difficult for the leads to remain in place. Subsequently, this pacemaker system was explanted. No additional adverse patient effects were reported. This pacemaker has returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker system had a revision procedure for the right atrial (ra) lead and the right ventricular (rv) lead. Following the procedure, the presenting electrogram (egm) exhibited intermittent loss of capture (loc) and high capture thresholds on the ra lead. Technical services (ts) recommended testing the ra lead in clinic. No adverse patient effects were reported. This pacemaker remains in service.